Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/pelvic area pain') and fallopian tube perforation ('the coil was then found poking through the incision') in a 40-year-old female patient who had essure (batch no. 628619) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hypertension, bronchitis, muscle spasm, c-section (1995), drug allergy, ovarian cyst and dyspareunia. Previously administered products included for prevent pregnancy: depo-provera. Concomitant products included lisinopril since 1995, medroxyprogesterone acetate (depo provera), nsaids, paracetamol (acetaminophen) since 2008 and valaciclovir hydrochloride (valtrex) from (B)(6) 2016 to (B)(6) 2016. On (B)(6)-2008, the patient had essure inserted. On (B)(6)-2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), heavy menstrual bleeding ("menorrhagia") and vaginal haemorrhage ("abnormal bleeding (vaginal)"), 23 days after insertion of essure. On (B)(6)-2009, the patient experienced depression ("depression/psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and menstrual disorder ("menstruation issue / menstrual bleeding"). The patient was treated with azithromycin (azithromax) and surgery (laparoscopic bilateral salpingectomy, cornual wedge resection of uterus). Essure was removed on (B)(6)-2020. At the time of the report, the pelvic pain, fallopian tube perforation, heavy menstrual bleeding, menstrual disorder, vaginal haemorrhage, depression and anxiety outcome was unknown. The reporter considered anxiety, depression, fallopian tube perforation, heavy menstrual bleeding, menstrual disorder, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: patient received treatment for events ¿pelvic pain diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.8 kg/sqm. Hysterosalpingogram - on (B)(6)-2009: results: total bilateral occlusion. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on (B)(6)-2021: quality safety evaluation of ptc we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/pelvic area pain') and fallopian tube perforation ('the coil was then found poking through the incision') in a (B)(6) patient who had essure (batch no. 628619) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hypertension, bronchitis, muscle spasm, c-section (1995), drug allergy, ovarian cyst and dyspareunia. Previously administered products included for prevent pregnancy: depo-provera. Concomitant products included lisinopril since 1995, medroxyprogesterone acetate (depo provera), nsaids, paracetamol (acetaminophen) since 2008 and valaciclovir hydrochloride (valtrex) from (B)(6) 2016 to (B)(6) 2016. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"), 23 days after insertion of essure. On (B)(6) 2009, the patient experienced depression ("depression/psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and menstrual disorder ("menstruation issue / menstrual bleeding"). The patient was treated with azithromycin (azithromax) and surgery (laparoscopic bilateral salpingectomy, cornual wedge resection of uterus). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, fallopian tube perforation, depression, menstrual disorder, vaginal haemorrhage, menorrhagia and anxiety outcome was unknown. The reporter considered anxiety, depression, fallopian tube perforation, menorrhagia, menstrual disorder, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: patient received treatment for events ¿pelvic pain diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: results: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 14-apr-2021: medical records received- new reporter, race, medical history, removal details , event "the coil was then found poking through the incision" added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.